Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to inspect the o2 psol, the oxygen flow sensor and associated o-rings and re-test. The customer followed the tse recommendations and he was unable to duplicate the reported failure. Customer has conducted final testing.